Manufacturer narrative:
Insulin pump received with minor scratched display window, cracked case at display window corners, broken battery tube threads, not cracked; however, the test battery cap fit with battery tube threads. Pump also had missing end cap sticker and broken reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported battery compartment and reservoir compartment had broken pieces. Customer does not know how damage occurred. Customer's blood glucose was 138 mg/dl. Customer was advised that insulin pump would need to be replaced.